Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received calibration error and threshold suspends alarm. The customer's blood glucose level at the time of calibration error was 289mg/dl. Troubleshoot was conducted. The customer was advised the sensor may be malfunctioning. The customer was advised to change site, and that the sensor would be replaced. The sensor is being replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.